Event description:
Report received from (B)(6) stating that the burr did not fit in the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of " the burr doesn't fit in" was confirmed. During service, the device failed the cutter insertion test. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).